Event description:
Customer reports lancet did not retract into the multiclix system after firing. Customer accidentally stuck herself but no serious injury and no medical treatment required. A request was made for the return of the product, replacement was sent.